Event description:
It was reported that guidewire tip detachment occurred. The patient presented with severe disease of the right coronary artery and underwent coronary angioplasty. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A182cm choice guidewire was crossed the lesion. However, during insertion, there was poor torque response and the tip guidewire was fractured. The device was removed completely and intact. The procedure was completed with a new choice guidewire there were no patient complications nor injuries reported, and the patient condition was good post-procedure.